Manufacturer narrative:
The main component of the system. Other relevant device(s) are: product ID: 3057. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a trial patient who was using an external neurostimulator (ens) for urge incontinence. It was noted that the patient¿s trial started on (B)(6) 2018. It was reported that when they were trying to switch sides on their programmer, they received an error stating that there was no lead attached; they believed that their lead had moved or become unattached. Troubleshooting was not possible as they could not get past the error. It was recommended that they follow up with their healthcare provider, and it was noted that their manufacturer representative would be contacted as well. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: product ID 3057, lot# unknown, product type screening device. Relevant device(s) are: product ID: 3057, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer: patient said when they went in to get trial device checked the battery in the ens was dead and the nurse changed it and the device worked after that. The patient didn't know whether or not a lead had moved. Patient went on to get permanent implant (B)(6) 2018. There were no patient complications reported as a result of this event. No further complications were reported or are anticipated.